Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of decreased r-wave amplitude, changes impedance measurements, loss of capture (loc) and intermittent undersensing. It was reported that the patient suffers from frequent bouts of non-sustained ventricular tachycardia (vt). Boston scientific suggested obtaining an x-ray to assess the position of the lead but the physician declined. Due to the clinical state of the patient, the physician does not want to surgically intervene. Instead, the sensitivity was reprogrammed and the patient will be monitored. Boston scientific technical services (ts) recommended a system revision due to sensing not meeting minimum values in labeling. Although the device appears to be sensing the patient¿s vt episodes, if the patient develops a fine ventricular fibrillation (vf) or other lethal rhythm the device may not detect and treat appropriately. The patient is not pacemaker dependent and there were no adverse effects reported. The physician elected to monitor the patient. No intervention is planned and the device system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with extensive damage: the insulation was ripped apart and the conductor coils were stretched and fractured. This damage most likely occurred during the explant procedure. Due to the physical state of the returned lead, analysis was unable to identify any lead issues that may have contributed to the reported clinical observations.